Event description:
Company received a report of a breathing circuit leak when the wye was connected to the 15 mm connector on the endotracheal tube. Clinicians elected to reintubate the pt rather than replace the connector. There was no pt harm.